Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during investigation, one reboot was observed in the download history on the complaint date. The pump history revealed that the pump was in use for three days beyond the reported incident with no further power issues. There were no alarms related to the complaint observed in the alarm history. There was no damage observed to the battery compartment. The battery cap was damaged, two of the brass connectors were missing. The battery cap was unable to establish an electrical connection, therefore a test cap was used for testing purposes. The pump powers on normal with no alarms. The pump was exercised for 24 hours with no power issues occurring. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. Software version: e3a, date of manufacture: 9/2009.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging the pump would not power on. The patient did not allege any harm or injury because of the reported issue. However, the patient admitted that he had never replaced the pump's battery cap. This complaint is being reported due to the following conclusion: the patient claimed that the pump would not power on. However, there is no evidence that the pump contributed to a serious injury. The patient did not allege any symptoms or having received treatment because of the alleged issue.